Event description:
It was reported by the affiliate that during lap cholecystectomy the clips were malformed and they had to use another one. No pt consequences were reported.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.